Event description:
It was reported that burr detachment occurred. A 1.50mm rotapro was selected for use. During the procedure it was noted that the burr detached at the distal part. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the severely stenosed target lesion was located in the severely calcified anterior descending artery. The detachment happened just before the device could enter the patient's body.

Event description:
It was reported that burr detachment occurred. A 1.50mm rotapro was selected for use. During the procedure it was noted that the burr detached at the distal part. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a burr detachment occurred. A 1.50mm rotapro was selected for use. During the procedure it was noted that the burr detached at the distal part. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the stenosed target lesion was located in the severely calcified anterior descending artery. The device was detached during insertion to patient's body.

Manufacturer narrative:
B5 - describe event or problem: updated. E1 - initial reporter facility name: updated. E1 - initial reporter address 1: updated. E1 - initial reporter city: updated. E1 - initial reporter zip/post code: updated. E1 - initial reporter phone: updated. E1 - initial reporter email: updated. Device evaluated by manufacturer. The device was returned for analysis. Visual inspection of the device found that the coil was stretched and detached at the burr, and the burr was detached and was found frozen on the returned rotawire. At 59.2cm distal from the strain relief, the sheath was kinked. Microscopic inspection of the device found no damage or irregularities.